Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle was difficult to remove from the pen during use after the insulin injection. This complaint was created to capture the (B)(4) of (B)(4) related incidents. The following information was provided by the initial reporter: "consumer reported pen needles difficult to remove from insulin pen after injection. Consumer also stated that her sister stuck her finger with the needle while trying to assist."

Manufacturer narrative:
H.6. Investigation summary customer returned (1) open pen needle without the tear drop label, inner shield, or outer cover. Customer states that pen needles are difficult to remove from insulin pen after injection. The returned pen needle was tested and was able to securely attach and easily detach from a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ nano¿ pen needle was difficult to remove from the pen during use after the insulin injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported pen needles difficult to remove from insulin pen after injection. Consumer also stated that her sister stuck her finger with the needle while trying to assist."